Manufacturer narrative:
Refractive surprise - each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
An article published titled, "exchange of a posterior chamber phakic intraocular lens in a highly myopic eye". The study examined a single case report of a 38-year-old woman with a history of extreme myopia in both eyes and had icrs implantation in both eyes by another surgeon. Three years after intrastromal corneal ring segment surgery for high myopia an ultrasound bio-microscopy revealed an oversized lens, leading to mal-positioning. Moreover, the patient remained under-corrected. Ten months later, the phakic iol was uneventfully exchanged for a shorter one with the correct dioptric power. The problem was resolved. Cause of the event is unknown. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.